Event description:
It was reported that on (B)(6) 2024 a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4. Ntw (lot: 30814a2006) was implanted successfully, reducing mr to grade 1. At follow-up echocardiogram on 01 august 2024, a posterior leaflet tear was observed lateral to the implanted clip. Mr was recurrent grade 4. On (B)(6) 2024, intervention was performed and one mitraclip was placed, reducing mr to grade 1+. Final mitral gradient was 7mmhg. There were no adverse effects due to the elevated gradient and the physician was satisfied with the result.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mr and tissue injury appear to be related to worsening patient condition (posterior leaflet degradation). The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalizations were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.